Manufacturer narrative:
Investigation results: one 20350e-0006 sample was received for investigation in opened packaging from lot 22119318. The customer stated that they were unable to prime the set due to an occlusion at the in-line filter. Functional testing of the set was performed by attempting to prime the extension set, which confirmed the customer's experience; an occlusion was observed at the tubing joint of the filter. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the blockage was likely caused by an excess of solvent having been applied at the tubing joint of the filter during manufacture. This is a hand assembled joint and is likely to have occurred due to human error. A review of the production records for lot 22119318 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was occluded. The following information was received by the initial reporter with the verbatim: attempted to prime line, would not prime past filter - unable to be used. Used for priming, did not get connected to a patient.